Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure in the cfa (common femoral artery). Reportedly, a thrombus was present in the cfa one hour after the procedure. A thrombectomy was performed with an angiojet. The physician is not sure if the device caused the thrombus. The starclose device achieved hemostasis. No pt effects were reported. No additional information is available.

Manufacturer narrative:
The device history record for this lot did not produce any findings relevant to this investigation. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.